Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
Customer reported clinician improperly connected the patient circuit. Patient subsequently died.